Event description:
It was reported during a bladder procedure (in a general surgery procedure) while using the tx60b the surgeon fired the device and no staples were in the cartridge. The surgeon hand sewed the tissue to complete the procedure. The surgeon has the device for risk management. 02/17/1998 the rep reports he will return the device when he gets it from the hosp. There was no consequence to the pt. 02/18/1998 it was reported the device was an ax55g and not a tx60b. It was reported risk management has the device.